Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer mentioned that the serter was not releasing at full strength. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that she experienced nausea and headache. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer also declined to perform for high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.